Event description:
Around 22:00 to 23:00 the customer received a result of 358 mg/dl on the mobile system. He took humalog based on this result, and consumed 3 bread units. After midnight the customer had a seizure and injured his shoulder; an emergency physician arrived at 02:00 and the customer tested 28 mg/dl on the professional device. He was treated with glucose and admitted to the hospital. An MRI confirmed a shoulder fracture, and several weeks later the customer had surgery to repair it. Requested return of suspect device however the test cassette is no longer available.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Will not be returned to manufacturer.